Event description:
Per the info provided to co by the physician/surgeon's office, the device "won't inflate". The dr also stated that there were "no problems implanting" and that the "pt said he has used the device at least three times since the surgery with success. Suddenly it went flat and I believe there was a fluid loss."